Manufacturer narrative:
Concomitant product: model: 419688, lead; implanted: (B)(6) 2013, model: 407652, lead; implanted: (B)(6) 2005.

Event description:
It was reported that the patients right ventricular (rv) lead was sensing "short v-v's." The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.